Event description:
Removal of endosseous dental implant. According to clinician 4 implants were placed during a complex procedure entailing an autogenous bone graft in class ii bone. The clinician reports that the pt was wearing a partial over the implant in site #10 during the healing phase and submits that it may have been putting pressure on the implant. The clinician reports that the implant in site #10 was removed 3 months post-operatively. According to the clinician the remaining 3 implants are stable.